Manufacturer narrative:
Patient age/date of birth and weight are unknown (B)(4) lot unknown. Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an intermaxillary fixation (imf) screw broke when implanted on (B)(6) 2016. During an open reduction internal fixation of a bilateral mandibular fracture, the head and a portion of the shaft of an imf screw broke off in one piece when directly implanted into the jaw. The broken piece was retrieved. There were no reported fragments generated. A small portion of the screw remains embedded in the jaw. There was a surgical delay of a couple of minutes. An x-ray was taken at the end of the case per internal hospital protocol; results are unknown. The procedure was successfully completed and patient outcome was stable. This is report 1 of 1 for (B)(4).